Event description:
A malfunction alarm, indicated by malfunction code 9, was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance to reset the pump, and the malfunction code did not recur afterward. The customer was advised to continue using the pump and to contact support again if further issues arose.